Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the implantable cardioverter defibrillator would not interrogate via radiofrequency (rf) telemetry. The physician performed a cybersecurity upgrade and resolved the issue. The patient experienced no adverse consequences.